Manufacturer narrative:
Concomitant medical products: 8042b crtp, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high capture thresholds. The status of the lead is unknown. No patient complications have been reported as a result of this event.